Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings and a no delivery alarm from the insulin pump. The customer's blood glucose reading was 20.1 mmol/l. The customer stated that there was a no delivery alarm from the insulin pump. The customer stated that the alarm was resolved by a complete set change. The customer stated that they had ketones related to the high blood glucose readings. The customer treated for the high blood glucose readings with injection. The customer was advised that leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was assisted with performing the hp test. The customer stated that the hp test passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.